Manufacturer narrative:
A united states (us) customer reported a discordant potassium patient result (1 patient) obtained on a dimension exl with lm instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the flush, salt bridge, sample diluent, standard a/b x0/1/2/3, waste tubing, peristaltic pump head, integrated multisensor technology (imt) rotary valve, imt port waste valve, diluent pump valves, diluent syringe, diluent pump motor and lead screw. System was fully operational upon departure. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. Siemens review of the information provided indicates the samples were centrifuged using statspin and is outside the bd tube manufacturer's instructions for centrifugation at 1100-1300g for 10 minutes. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant potassium patient result (1 patient) was obtained on a dimension exl with lm instrument. The initial result was reported to the physician(s) and questioned. The same sample was repeated on the same instrument twice. It is unknown which result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant potassium patient result.